Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she has experienced skin irritation at the insertion site. Pt consulted with a dermatologist who recommended that pt takes a break from wearing cgm. At the time of her call to dexcom technical support, pt reports that her skin irritation had cleared and that she was still not wearing cgm.